Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician noticed that there was a slight "snap" and a small "brush" between the right ventricular coil and the tip. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.